Manufacturer narrative:
The device could not establish bluetooth communication due to premature battery depletion. X-ray inspection identified foreign material shorting the positive battery terminal to the ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing. Based on this information, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis.